Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 396 mg/dl; cause was not known. Reportedly, the customer was vomiting. Customers administered a correction bolus and a manual correction injection to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.